Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with anterior and posterior colporrhaphy with sacral colpopexy, perineoplasty with sphincteroplasty and lysis of adhesions. It was reported that the patient underwent exploratory laparotomy with resection of abdominal mesh, resection of vaginal mesh and abdominal wall hernia repair with alloderm mesh on (B)(6) 2011. It was reported that on (B)(6) 2011, the patient also had placement of floscal hemostatics matrix x2.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2005 due to pop. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence and bleeding. It was reported that patient underwent mesh revision in 2007 due to erosion and in 2008 or 2009 due to erosion and infection. It was reported that patient underwent mesh removal on (B)(6) 2011 due to pain.